Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint indicating that the battery had a backup issue. There was no reported patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. The rse confirmed that the battery will need replacement. The customer has ordered a replacement battery to rectify the malfunction. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened.